Event description:
The customer stated when she would try to test her blood sugar, the meter would only show the average results. The meter average was 6.6mmoi/l. The customer did not seem aware that the units were incorrect. The meter was changed back to mg/dl with assistance. The meter was not be returned for evaluation as the customer did not misinterpret any result.